Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the kidney during a flexible ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire broke into two pieces, unraveled and peeled. The procedure was completed with a second sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Further information from the customer stated that they sent back the same batch number unopened and in its original sealed pouches and no anomalies are observed through the sealed pouches. It was noted that the condition of the returned unit was not consistent with the complaint incident that the core wire was broken as no product analysis could not be performed due to the original device is not available for return. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor¿ guidewire was used in the kidney during a flexible ureteroscopy (urs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire broke into two pieces, unraveled and peeled. The procedure was completed with a second sensor¿ guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.